Event description:
Surgeon was putting a variax screw into a variax straight plate and the screw head went through the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported event of the screw went through the plate could be confirmed. Based on the investigation, the root cause high torsional forces and incorrect insertion were attributed to a user related issue. The event was caused by plastic deformation of the devices. The visual inspection showed that the screw was not inserted in center. Therefore the flanks of the screw thread and the lip of the plate were damaged (plate is softer than the screw). The high torque and the incorrect insertion caused a deformation of the lip by the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Surgeon was putting a variax screw into a variax straight plate and the screw head went through the plate.